Event description:
User states that while pulling insulin with item 731165 lot 65265, the cannula bends when inserting into insulin vial.

Manufacturer narrative:
Initial trend analysis for lot 65265 was conducted, no malfunctions were found. This is the only complaint for lot 65265. Further investigation will be conducted to determine the root cause of complaint.

Manufacturer narrative:
Retained lot samples for syringe lot 65265 were tested for needle rigidity. No abnormalities were found during testing.

Event description:
User states that while pulling insulin with item 731165 lot 65265, the cannula bends when inserting into insulin vial.